Event description:
It was reported that the patient was not feeling stimulation and there impedance issues. It was noted that during the electrode impedance test set at default settings, the measurements were "??? All across the board ," as well as "some around" 3000 or 5000 ohms and less than 15 microamps. The following day, it was reported that there were "high" impedances and "moving" stimulation. The stimulation used to be in the patient's left shoulder and then moved to her left hand and elbow. It was stated that the patient was in a car accident and noticed stimulation "changed" as a result of the accident. It was noted that reprogramming was not performed and x-rays were not taken of the device. No known interventions took place. The patient was reportedly "doing okay" but still did not receive stimulation in all areas of her pain.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3986, serial# (B)(4), implanted: (B)(6) 1996, product type: lead.